Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the display cpu encountered a communications error and rebooted itself causing the display to flash an advisory message and then goes blank. After about 2 minutes, the display recovers. During the display reboot, the device continues delivering anesthetic agent and ventilation at the previously set parameters. There was no reportable malfunction.